Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the keypad symbols are worn. There are no tears or peeling in the keypad. The contrast and down buttons have an intermittent response. The up and ok buttons respond properly. No buttons are sticking. Evaluation revealed that there was contamination under the up, down, and contrast button contacts. There's a crack along the battery compartment extending from the fingerpad to the case seal. The pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.